Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that noise, oversensing resulting in anti tachycardia therapy was delivered to the patient. Further review of daily measurements noted that some values were low out of range, and a right ventricular lead insulation issue was suspected. The patient was hospitalized and another procedure to implant a new lead will be scheduled.

Manufacturer narrative:
It was noted that the lead was explanted. It is not know if the lead will be returned for analysis. Should additional information become available this investigation will be updated.